Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. Upon further review, the previously reported device code does not apply. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml lioresal at 100 mcg/day via an implantable infusion pump for multiple sclerosis. It was reported that the patient had a return of symptoms. It was reported that the patient had a catheter revision on (B)(6) 2019. The hcp was not sure if the sutureless connector was occluded or if it was causing restrictive flow issue. The hcp reported that the sutureless connector was very hard to release and the hcp had to use an instrument to release it. The new catheter was implanted and good cerebrospinal fluid backflow was observed. It was reported that the issue was resolved and the patient's status was noted as "alive-no injury." No further complications were reported.